Event description:
It was reported that on (B)(6) 2005, the patient presented with pain over the lumbosacral junction and sciatic notch tenderness on the left and a positive straight leg raise on the left. The patient reportedly had paresthesias down the l4-5 distribution on the left and was diagnosed with an annular tear with disc herniation and symptomatic left leg radicular type symptoms. The patient was diagnosed with lumbar disk herniation, l4-5, left side with left foot radiculoneuropathy and an MRI showed significant disk herniation to the left side with a small extruded disk fragment with compression of the left l4-5 segment. The patient underwent a spinal procedure to treat the symptoms. No complications and patient was sent to recovery in stable condition. Post-operatively, the patient reported numbness and tingling in the left foot and pain and on (B)(6) 2005, the patient underwent a repeat lumbar laminectomy, discectomy, partial medial facetectomy, and nerve root decompression l4-5. On (B)(6) 2006, the patient presented with no pain on the previous surgical side. The other side started to exhibit radicular symptoms. Patient had a collapse of the disk and l5-s1 radicular type symptoms. On (B)(6) 2006, the patient presented with worsening pain in the low back with axial loading difficulties, pain with the low back and secondary leg radicular type symptoms. The patient underwent an anterior lumbar interbody fusion through a retroperitoneal approach, l4-5; placement of structural allograft cage, l4-5; placement of rhbmp-2/acs, l4-5; anterior lumbar instrumentation with interbody fusion. On (B)(6) 2006, CT images of the lumbar spine were obtained from l1-s1. "Impression: 1. Anterior fusion at the l4-l5 level on the left in satisfactory position and alignment. There is some air seen surrounding the anterior plate as well as surrounding the vertebral disc spacer consistent with recent instrumentation. There appears to be some spinal canal stenosis at this level as well as neural foraminal stenosis. 2. There is no evidence of complication of the hardware." On (B)(6) 2007, the patient presented with numbness in the left leg. On (B)(6) 2007 the patient presented feeling much better but was still taking a significant amount of narcotics. Neuromuscularly, the patient had no evidence of weakness. Images showed the superior screws with some loosening and the plate migrated slightly. The bone was in good position and healing. Physician recommended patient get an external bone stimulator. On (B)(6) 2007, the patient presented with tightness in the legs. X-rays showed the fusion was healing. There was no more evidence of loosening. There was some loosening around the upper portion. On (B)(6) 2009, the patient presented with right hip pain. MRI was performed. Impression: 1. Bilateral stage 4 a vascular necrosis of the hips with no displaced fractures seen. On (B)(6) 2012: patient reported undergoing a corrective surgery. Patient reports the following complications following rhbmp-2/acs implantation: severe inflammation; epidural hematoma; retrograde ejaculation; severe back/leg pain; overgrowth or uncontrolled bone formation; hardware loosening and coming out.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.